Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual assessment was performed and the pre-repair assessment observed that the dura guard (protective foot) and back post had been bent. It was determined that this was due to excessive force being placed on the device during use which was misuse. The assignable root cause was determined to be due to component damage caused by user error, abuse and/ or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported during pre-surgery, it was observed that the craniotome device had a broken foot plate. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.